Event description:
Hill-rom received a report from the accounting stating that the bed exit was not working. The bed was located at the account in 6a. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm inoperable. . A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The tech replaced the external alarm to resolve the issue. Based on this information, no further action is required.